Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon of the stent delivery system ruptured between 20 and 22 atm while post-dilating the overlap of the 3.0 x 18 mm promus stent that had just been deployed and a 4.0 x 18 mm promus previously deployed. There was no pt injury and a voyager nc was used to complete the post-dilatation. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.